Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that an unspecified incident with a 2.75 x 28 synergy¿ drug-eluting stent occurred. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, deformed and stretched distally out over the distal tip of the device. The proximal portion was undamaged and no issues were found with its profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found mild bending to the shaft 230mm distal from the strain relief section which suggests that the device was likely handled and prepared for use at the very least. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).